Manufacturer narrative:
Mfg site name- (B)(6). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lithoclast ultrasound probe was used on a procedure performed on an unknown date. According to the complainant, during procedure, the ultrasound probe broke off. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.